Event description:
In 2004, an eyecare practitioner reported an incident of corneal erosion associated with wear of focus night & day lenses. The pt had been examined at one of their shops and the eye care professional at that shop had observed a corneal erosion with moderate staining in the superior part of the cornea close to the limbus in one eye. There was also an area with edema in the superior mid periphery of the cornea in the same eye. The following month the following further info was provided: the pt was examined two weeks previously and noted a big central erosion with the epithelium removed down to bowman's membrane in the center of the pt's eye. The erosion appeared to be healing, and the pt was still receiving treatment from an ophthalmologist at a hosp. The pt stated that the problems started when they inserted the lens. The lenses have been retained by the hosp. Several requests have been made for additional info, however, no further info is available at the time of this report.